Event description:
While shaving my legs on the night of (B)(6) 2025, I cut my achilles tendon. I can't remember if I already had this box, or if I went and bought them, as I purchased another kind within the last couple days as well (for a finger injury). I found a box of "cvs health heavy duty waterproof bandages" in size extra-large and there were 10 in the box. I wore a couple overnight and changed them out a couple other times within two days. I noticed some itching under the adhesive at the end of 2nd day, but thought it was probably healing and that was causing the itching. Well, the itching intensified, and I finally removed the bandages to find a horrible skin reaction. Bright red, swollen, bumpy, oozing, and the unbearable itching. I am currently feeling prickly sensations throughout different areas of my body and intense itching. Have no benadryl, so I took 25 mg of hydroxyzine to hopefully help. I have never ever had any type of reaction to any type of band-aid or bandage in my life, and I'm 39 years old. The only thing I can think of is the type of adhesive in these particular bandages is different from any other kind I've used.